Event description:
It was reported that a patient experienced fractures of the dental abutment and the screw. Mobility of the crown was observed on implant 26. The abutment and screw were found to be fractured at the base of the implant.

Manufacturer narrative:
Dentsply Sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury.Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a Follow-up report will be sent. Trend is tracked and monitored.